Manufacturer narrative:
The devices associated with this report were not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause, the corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude event report ((B)(4)) states: I had a hip replacement (B)(6) 2010. I was (B)(6) female at surgery time. I have been in severe pain since the surgery. It gets worse by the week to where I just sit and cry a lot. The device used was a depuy pinnacle. The therapy given was routine post-op. Update: (B)(6) 2012 - litigation papers received which allege the patient had pain, stiffness, and increased metal ion levels.